Manufacturer narrative:
The initial medwatch report indicated in additional mfg narrative: after replacing the paddles, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The initial medwatch report should indicate in additional mfg narrative: the device was returned unrepaired to the customer per their request.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the cable connecting their hard paddles was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to verify the reported issue. After replacing the paddles, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the cable connecting their hard paddles was damaged. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.